Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and wasn't able to clear it. Even after changing the battery. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.